Event description:
A device was returned to a third-party service center stating the cracked ui panel screen visible when powered. Replaced. Lifted up top buttons. Replaced in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service center visually inspected the device and found evidence of foam degradation and foam particles were visible. Cracked ui panel screen visible when powered. Replaced. Lifted up top buttons. Replaced. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.